Event description:
It was reportable that the patient had a major infection. The patient's labs were notable for a white blood count (wbc) of 12.5 but without fever and chills. Driveline culture and blood culture taken. Patient was started on vancomycin and cefepime while waiting for cultures which ultimately grew out (B)(6) and antibiotics narrowed to vancomycin only.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.